Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported high bg issue; verified; however, a different issue was identified (faulty pcba).

Event description:
It was reported that the customer experienced a "high¿ blood glucose (bg) level (specific bg value was not provided). Cause was not known. A correction bolus was delivered to address bg, and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.